Manufacturer narrative:
The tech replaced the brake/steer caster and the caster support to repair the bed.

Event description:
Info received indicates the brake/steer caster and the caster support was broken which prevented the brake from holding.